Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported during implant procedure that the right ventricular (rv) lead exhibited high pacing thresholds. Lead repositioning was unsuccessful due to lead helix failure to retract. Physician elected to use a new rv lead and the procedure was completed successfully. Patient was in stable condition throughout the procedure.